Event description:
It was reported that right atrial lead caused an atrial micro-perforation, noted on bedside echogram. Chest pain was also reported by the patient. While repositioning procedure took place, this lead exhibited helix extension issues. Lead was explanted and successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial lead caused an atrial micro-perforation, noted on bedside echogram. Chest pain was also reported by the patient. While repositioning procedure took place, this lead exhibited helix extension issues. Lead was explanted and successfully replaced. No additional adverse patient effects.